Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open surgery, the device had alarm activation. No error information was recorded by the on-site personnel. A new device was replaced using the same generator and it worked fine to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found the cutting blade dislodged from the knife track and the jaws closed on it.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cutting blade dislodged from the knife track and the jaws closed on it. Functional testing found that the jaw lever had to be forced open, as the jaws were stuck in the closed position. Once separated, the cutting blade retracted. The device's jaw opening and closing mechanism was functioning properly once dislodged. The device's knife blade advanced and retracted properly once the jaws were pulled apart. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the device had alarm activation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife damage that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.